Event description:
The following has been reported: (formal) nature of problem: regarding technical bulletin which states a serial number range, a defective power supply board batch range. The agilia vp is outside the affected serial number range, the power supply board is outside the defective batch range. The agilia vp has had several components replaced from our stock and is still showing error 51 (defective speaker). "The sound level was set to low on the pump. I'm unsure if a patient was connected when the error occurred but I'd say there's a good chance of it. When I was fault finding, the alarm did cause the infusion to stop. There was no patient harm due to the fault as no internal procedures relevant to incidents were followed by the ward that reported the fault". Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.